Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited post-sensed t wave oversensing and functional under-sensing caused by fusion. No interventions were performed. There were no patient consequences.